Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that patient faced event of infusion set tubing detached from connector. The infusion set had been used for 15-30 minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.